Manufacturer narrative:
08/29/2019 (B)(4)¿ supplemental report needed to address analysis. An event of dyspnea and insufficiency due to structural valve deterioration and endocarditis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient was admitted for dyspnea. While testing the patient, mild insufficiency due to structural valve deterioration and endocarditis were reported. The patient was treated with prednisolon, vancomycin, and gentamicin. No patient consequences were reported. (Clinical study patient ID: (B)(6)).